Event description:
A (B)(6) female pt contacted zoll customer support to report constant check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the belt failed incoming testing. Upon eval, the j2 component was not properly soldered inside the rear therapy electrode. The cause of the check therapy pad message is the improperly soldered j2 component. The root cause of the improper solder is a mfg error. A corrective action was initiated. No adverse event resulted from the damaged belt cable connector. The pt received a replacement electrode belt and monitor.